Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: production / design flaws. Inadequate fitting of the suprastructure. Occlusal overload. Bruxism. Bone resorption around the implants. Insufficient axle alignment of the implants. Trauma. Biomechanical causes. Design of the suprastructure the manufacturer's trend analysis confirms that the reported failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in fdi 17. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.